Manufacturer narrative:
Upon investigation of the actual device used in this incident drawer did not unlock. A field service engineer replaced the sensor to resolve this issue and also preventative maintenance performed the system functioned as intended field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the half-height matrix drawer on a pyxis anesthesia es system failed to unlock. The customer reported stated did not unlock when they tried to use it and there was caused a delay in patient therapy. There were no adverse events or injuries reported based on this incident.